Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the insertion pipe was deformed. The device evaluation found that the adhesive around the objective lens was peeled. Additional findings include the following: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, switch 1 / 2 / 3 had a scratch, the light guide cover glass had a scratch, the video connector had a crack, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the angle knob torque of the forceps elevator lever at engage exceeds the standard value due to damage on the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a shaft deformation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the adhesive around the objective lens was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ [inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.